Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 460 mg/dl. The customer had not bolused in over 4 hours, despite elevating bg level. The customer stated that they had been directed by the healthcare provider (hcp) not to deliver a bolus with any insulin on board (iob). The customer delivered a correction bolus to address elevated bg level. The customer declined to perform troubleshooting with tandem technical support and stated that they had a scheduled appointment with the hcp the following day.